Event description:
It was reported that the lead was explanted and replaced due to medical judgement. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The outer insulation was breached (clavicle-rib crush), was kinked/buckled, and exhibited a cosmetic and breached cut. The outer insulation also exhibited a cosmetic depression, and the inner insulation and tubing were kinked/buckled. The proximal conductor was distorted and stretched, and blood/body fluid was found on all conductors (not obstructed). The removal wire was found stuck in the distal conductor. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been stretched. (B)(4) outer insulation breached (clavicle-rib crush). (B)(4) distal segment.